Manufacturer narrative:
Complaint not confirmed.

Event description:
The brush part is breaking off from the handle part during use. No harm was caused but this has happened with three brushes in the pack.